Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in france, during implant of a 26mm sapien 3 valve by transfemoral approach in the aortic position, the valve and delivery system could not be advanced through the esheath. Under fluoroscopy, it was possible to see that one distal strut of the valve was reversed. The delivery system, valve and esheath were removed. New devices were used, and the valve was implanted with success. There was damage to the esheath, but no patient injury. The patient outcome was good. The patient¿s access vessel minimum luminal diameter was 6.5mm, had low calcification and low tortuosity. The vessel was not pre-dilated. There was no problem during crimping. The difficulty advancing the valve and delivery system was experienced outside of the loader, approximately 10 cm inserted. The loader was fully inserted into sheath. The delivery system was in default position during insertion.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Photograph, imagery, or video were not provided for evaluation. DHR review not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaint was unable to be confirmed. Since the device was not returned for evaluation, presence of a manufacturing nonconformance was unable to be determined. However, a review of DHR, lot history review, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, despite a very hard push force, it was impossible to cross the sheath. Under fluoroscopy, it was possible to see that one distal strut of the valve was reversed. Per the procedure training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. As stated in case notes, patients access vessel had low tortuosity and calcification. Presence of tortuosity creates a challenging pathway as it can create sub-optimal angles for delivery system/thv insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance and require higher push force for delivery system/thv advancement. Delivery system advancement with excessive force may result in damage to the valve frame. Without further information (patient or device imagery) a definitive root cause is unable to be determined at this time. However, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. The complaint for frame ¿ damaged-during use was unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. Although a definitive root cause was unable to be determined, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. Since no labeling/IFU/training manual inadequacies were identified, no corrective/preventative action nor risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.